Event description:
It was reported that the pump was explanted last week due to malfunction. Per the healthcare provider (hcp) the pump "stopped infusing medication, quit working "; the pump was not replaced. It was believed that the pump was delivering morphine, but it was not certain. Patient sustained no injury; recovered without sequela.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6) 2008 explanted:unk; catheter pouch model: 8590-1, (B)(4), implanted:(B)(6) 2008, explanted: unk. Final analysis of the device revealed no anomaly, normal device function. Returned fro analysis was the sc assembly and proximal segment of the catheter. Analysis of the same revealed no significant anomaly, except for dried drug or blood occlusion in the catheter body that was able to be broken loose.